Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead may have perforated the atrium resulting in high and unstable thresholds. A pericardial effusion ensued. The lead was moved to a different location and remains in use. No further patient complications have been reported as a result of this event.